Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a replacement procedure, externalized conductors were observed under fluoroscopy. A new lead was unable to be inserted due to fibrosis. The lead remains implanted. The patient was stable.